Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the insulin pump had keeps beeping and there was a book and question mark. Customer's blood glucose value was unknown at the time of the incident. The customer was able to troubleshoot. Customer stated that the insulin pump had battery failed alarm, they replaced the battery, inserted new battery, insulin pump worked well, customer did the rewind, load process and did a diagnostic test or self-test and insulin pump passed the test. Customer stated that the insulin pump had the main arm cannot communicate with the motor arm. The device will not be returned for analysis.